Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a patient notifier. Upon interrogation, the right ventricular lead's high voltage lead impedance was high. The device was reprogrammed. Patient was stable.